Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿air in line¿ was detected during pressure testing using a em2400 valve set that was connected to a compounder. This issue was identified after flushing with universal component, during setup for compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 05, 2021 to october 06, 2021. The device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on an in-lab exactamix main module and no leak or air bubbles were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.